Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events ten years and five months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, and perforation of the filter strut(s) outside the ivc. The retained filter strut is located in the right lateral wall of the abdominal aorta. The patient is reported to not be sleeping well. The following additional information received per the medical records state that the patient has a history of recurrent popliteal thrombosis and deep vein thrombosis. The patient also has a history of lumbar and cervical disc disease, chronic pain, hypertension and anemia. The patient had a venous doppler which revealed nonoccluding thrombosis in the right lower extremity. During the implant procedure, the right common femoral vein was accessed and a guidewire was inserted. The filter was deployed into the l2-3 position. The patient tolerated the procedure well. A CT scan performed ten years and five months post implantation revealed that the filter had a broken strut at its inferior attachment and now intrudes into the right lateral wall of the abdominal aorta.

Manufacturer narrative:
As reported, the patient had implant of a trapease¿ inferior vena cava (ivc) filter for the treatment for recurrent popliteal thrombosis. Per the medical records, the patient has a history of recurrent popliteal thrombosis and deep vein thrombosis. The patient also has a history of lumbar and cervical disc disease, chronic pain, hypertension and anemia. During the implant procedure, the filter was deployed into the l2-3 position. The patient tolerated the procedure well. Ten (10) years post filter implantation, a scan showed that a metal strut of the filter has broken off and is now intruding into the right lateral wall of the abdominal aorta. Per the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, and perforation of the filter strut(s) outside the ivc. The retained filter strut is located in the right lateral wall of the abdominal aorta. The patient is reported to not be sleeping well. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and the aorta; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Difficulty sleeping does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant a trapease inferior vena cava (ivc) filter for the treatment for recurrent popliteal thrombosis. The device that was implanted into the patient was positively identified by patient¿s medical records. Ten (10) years post filter implantation, the patient received a scan on his ivc filter which showed that a metal strut of the filter has broken off and is now intruding into the right lateral wall of the abdominal aorta. As a result of the malfunction of the trapease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review the reported fracture with strut separation could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. (B)(4).

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease¿ filter for the treatment for recurrent popliteal thrombosis. The device that was implanted into the patient was positively identified by patient¿s medical records. Then, ten (10) years post filter implantation, the patient received a scan on his ivc filter which showed that a metal strut of the filter has broken off and is now intruding into the right lateral wall of the abdominal aorta. As a result of the malfunction of the trapease¿ filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.